Manufacturer narrative:
No photo or samples were received, and the lot number of the product was not provided. Without the lot number, the device history records and internal nonconformity database could not be checked. A review of historical data identified together 2 similar complaints within the last 12 months related to malfunction code uca-pmc14.03 no malfunction based on complaint information and sap material ID 1718771/ icc 421910. Product with sap material number was packed according to process instruction. All ncs were reviewed; however, none of them can be linked to this type of issue (infection). Likewise, no CAPA has been opened in relation to this issue. Ncs from the sterilization process were also checked, and no nc related to this problem has been identified within the last 12 months. No process deviations were identified based on the available documentation. No root cause could be identified due to the missing lot number. The issue will continue to be monitored, and relevant actions will be taken if a trend is observed. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
Consumer reports "in the past prior to beginning intermittent catheterization, he had many utis as he was retaining urine. His urologist advised catheterization would help him reduce that incidence. He said about 2-3 months ago he did have a uti while he was using this product. He did not blame the product for his uti as he has prone to them but just mentioning he did get this uti with typical symptoms, pain in urethra/bladder he needed to get treatment for. He did have to bring the urine specimen into the lab and his md did prescribe a course of antibiotics and he felt better. He said he always careful to wash his hands prior to catheterization. Uses an antiseptic towelette to cleanse meatus prior to insertion" he was advised on the proper way to cleanse that meatus with the towelette going in circular motion from meatus and working outwards describing how to go from clean to dirty so as to not bring bacteria inwards and to be mindful of this and he was appreciative of that info as he did not know that. He always ensures to use the no touch sleeve and is mindful to not contaminate the catheter prior to use. "

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.